Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned to the manufacturer.

Event description:
It was reported by claimant's attorney, that (B)(6) underwent a total right knee replacement on or about (B)(6) 2008 utilizing a stryker scorpio knee system, which required a revision surgery on or about (B)(6) 2014 utilizing a stryker triathlon knee.